Manufacturer narrative:
Additional information received indicated that preliminary testing results found wires partially connected to the printed circuit board (pcb) resulting in noise. Investigation is ongoing.

Manufacturer narrative:
Three batteries were returned to heartware for evaluation; the batteries were exchanged without incident and there was no reported patient injury. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. (B)(4) passed visual examination and functional testing; the batteries performed per specification. Review and analysis of the controller log files did not confirm the reported event on the event date; however, analysis incidentally revealed inappropriate battery switching the day prior corresponding to the reported event. (B)(4) passed external visual inspection but failed functional testing. Further analysis determined that improper assembly of the cable assembly onto the printed circuit assembly (pca) caused the battery malfunction. Analysis of the controller log files identified this battery as having potentially participated in power switching events. However, this finding could not be replicated at the bench level. While the root cause of the event cannot be conclusively determined, the most likely root cause of the reported power switching event is most likely due to improper assembly of cables found in the battery with the confirmed malfunction.

Event description:
Approximately five months post hvad implantation, the site reported that the patient's controller was detecting battery depletion and switching to the secondary battery when both batteries were securely connected and charged. The battery was removed from the patient, a new battery was supplied. No harm or injury to the patient was reported as a result of this incident. A preliminary review of the controller log files revealed a loss of power one week prior to event date.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Product is in route.